Event description:
The pt had been administered anesthesia and when the attempt was made to use this unit, ther was no video. There was a two hr delay in the procedure while they waited for a loaner to arrive. The procedure was completed without incident.